Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Reportedly, the proglide was used to attempt closure of a femoral vein. Per the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in the right femoral vein with four proglide devices using the preclose technique prior to an aortic valve placement procedure. The arteriotomy was 8f. Reportedly, two proglide devices were attempted to be deployed at the 10 o'clock position and one proglide device was attempted to be deployed at the 2 o'clock position. The three devices failed to capture the vessel wall. Per the physician it was thought that the vessel wall would not "hold a stitch" because of the patient's congenital heart disease and disease in every major vessel. The suture of a fourth proglide device was attempted to be backloaded onto the guide wire; however, the proglide device could not be advanced to the vessel. No further attempts were made to pre-place proglide sutures in the femoral vein because the patient was under general anesthesia. The sheath was upsized to an 18f and the aortic valve placement was completed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the guidewire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no similar events for this lot. Root cause analysis concluded that the issue is likely due to manufacturing. Av has implemented mitigations in the manufacturing process to address this and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.